Manufacturer narrative:
One used lf5544 ligasure device was received, and evaluation of the returned device confirmed the reported issue. Visual inspection found the knife was trapped within the jaws, preventing the jaws from opening. One of the knife webs had also protruded through the clear insulation, but was not sharp. The investigation identified the root cause of the issue as misuse during application. Knife trap occurs when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. Tissue build-up within the knife webbing can also contribute to this issue, which is prevented by cleaning the device as needed throughout the procedure. When the knife is trapped and force is applied to the trigger, this can cause the knife web to break and protrude from the clevis area. The IFU included with this product cautions users to confirm the jaws have reached the closed position and are locked before activating the cutter. It also states appropriate cleaning methods to prevent eschar build-up. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. No patient injury occurred.